Event description:
It was reported that the patient said it was not possible to charge the ins to more than 50%. The patient had to charge every day for 30 minutes to two hours. There was no patient injury. An impedance test showed an impedance value of 57 ohms on electrode pair 0/1. The hcp wanted to reprogram the patient without using contacts 0 and 1 to see if the short circuit was a cause of the recharging issue. The reprogramming had not taken place and was not scheduled however, as it was difficult to communicate with the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).